Manufacturer narrative:
The device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic after hearing the lead integrity alert (lia). The right ventricular (rv) lead had increasing and high pacing impedance, oversensing, noise, and multiple short v-v intervals. A fracture was suspected. The rv lead was capped and replaced. During the revision procedure, a set screw issue with the implantable cardioverter defibrillator (ICD) would not allow the new lead to be inserted all the way back to the end of the header. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.